Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and "exchange from textured to smooth due to concern with the product." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; deformation, brown particles, weight within specification. After autoclave cycle was identified: voids between shell and gel and cloudy gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of "capsular contracture, baker grade unknown " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.